Manufacturer narrative:
Exemption number: e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the stent delivery system (sds) of the 3.5x15 mm xience sierra stent was removed from the plastic coil without issue. When they went to load the sds on to the guide wire, that is when they noticed that there was no stent on the sds. They checked the hoop and found the stent was on the mandrel in the hoop. There was no patient involvement with this device. Another same size xience was used to complete the procedure without further incident. No additional information was provided.